Event description:
An acusnare was used during a polypectomy/colonoscopy procedure. The snare wire was looped around a polyp that had a large base. Current was applied using cut/coag blend. While cautery was being applied, the snare was completely closed. The user thought the snare had cut through the polyp but examination revealed that the snare loop had detached from the drive cable and remained around the polyp. The snare loop was retrieved using rat tooth forceps. Another snare was then used to successfully remove the polyp. There was injury to the pt.